Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.

Event description:
It was reported that the event involved a male patient. Relevant medical history/diagnosis: multiple valve insufficiency, cad. Drugs/concentration administered: milrinone 3 mcg/kg/min, epi .05 mcg/kg/min and vaso 2 units/hour. The pump alarmed high pressure and blood immediately was seen in the helium tubing. As a result, the pump was turned off and the line was clamped. The iab was removed and another iab was not inserted. The patient was moved to the intensive care unit.